Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
It was reported that the patient had an initial right total hip arthroplasty. Subsequently, approximately 6 years and 4 months post implantation, was revised due to ongoing progressive pain and observed fracture of the modular neck. Intraoperatively- neck fracture was confirmed, wear to the liner was also noted, comminuted femoral fractures were repaired, and leg length discrepancy corrected. All implants were exchanged without known complications. Diligence is completed and no further information on the reported event has been provided.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. Visual examination of the provided picture identified explanted products, however as the reported event is unknown this cannot be used to confirm the complaint. The ceramic head was not returned therefore further analysis cannot be made. Part and lot identification are necessary for review of device history records, neither were provided. Complaint history review cannot be performed without product identification. Based on the available information, the reported event cannot be confirmed a definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Diligence is completed and no further information on the reported event has been provided.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h6, h11. Visual examination of the provided picture identified explanted products, however as the reported event is unknown this cannot be used to confirm the complaint. The ceramic head was not returned therefore further analysis cannot be made. Medical notes were received and reviewed by a healthcare professional. Revision notes were also received identifying that revision was due to failed r tha with fracture of the modular neck. The notes do not specifically reference the ceramic head. All implants were exchanged without known complications. The device history record was not reviewed due to the following: part and lot identification are necessary for review of device history records, neither were provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10. Unknown liner item# unknown lot# unknown. Unknown shell item# unknown lot# unknown. Unknown stem item# unknown lot# unknown. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient had an initial hip procedure on an unknown date. Subsequently, underwent a revision surgery due to unknown reasons. Due diligence is in process and no further information has been provided.